Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed an infection post-operatively, resulting in the decision to explant the device. The device was explanted on (B)(6) 2010. It is unknown whether there are plans to reimplant as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4).